Event description:
(B)(6) healthcare contacted (B)(4) sales consultant on (B)(6)-2010. A staff member was exposed to rapicide pa, it splashed in her eye while helping another person change the chemical.

Event description:
Caller states the patient tested 3.7 inr on two different coaguchek xs systems and 2.7 inr on a comparison lab. No actions were reported taken or treatment received. Caller reports that the patient is noncompliant with her medications and is on 8000 units of heparin sub q daily. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the second coaguchek xs suspect device used. (B)(4).